Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his son (the patient) alleging a possible cartridge leak issue. The reporter indicated that on (B)(6) 2012, the patient started having elevated blood glucose (bg) levels. The patient reportedly continued to have high bg's the following day in the "400 mg/dl" range. The reporter treated the patient with corrections via the pump and via syringe. The next day on (B)(6) 2012, the patient was taken to a medical center since he had begun to vomit and his bg level was not responding. The patient was treated in the ER and then sent home on injections. While the patient was in the ER, the reporter contacted animas. He noted air in the tubing. The patient was advised to disconnect and prime the air out. During the prime step, the patient reportedly encountered a low cartridge alarm. The patient was instructed to change the cartridge, tubing, and set. When the patient got home, insulin was observed to be leaking at the tubing/cartridge connection. The connection reportedly appeared to be tight. No damage was noted to the tubing or cartridge. However, insulin was observed to have been pooling in the cartridge cap area. No insulin was found in the cartridge compartment. The subject infusion set and cartridge were discarded. The reporter changed the supplies and no further issues with bg or leaking insulin were reported. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged a possible cartridge leak and claimed that the patient was treated in an ER for hyperglycemia.

Manufacturer narrative:
The subject products were discarded. Therefore, no products are being returned by the patient to animas for evaluation.